Event description:
I used the icy hot therapy air activated heat patch and noticed that it was very hot and was not getting cooler so I removed them after just the minutes on skin. It left boils on my skin. My dr said they were second degree burns. Thank god I didn't leave them on any longer. No telling what it could have done to me. I'm a heart patient and I'm on blood thinners. I was so worried that the burns would open up and cause a infection or start bleeding. Had to wear loose clothes for about a month until the wounds healed up. I have some scars from the event. Dates of use: 2007 for only ten minutes. Diagnosis or reason for use: hip and back pain.